Manufacturer narrative:
Patient codes product event summary: the ventricular assist device (vad) and a segment of the associated outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flows on (B)(6) 2019 to parameters below the normal operating range and ten low flow alarms recorded since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned segment of outflow graft revealed that the device passed visual examination. Internal pathological report of the pump revealed evidence of thrombus within the pump; there was no evidence of thrombus within the outflow graft. There is no evidence of a malfunction that may have prevented the devices from performing as intended. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the risk documentation, the reported pump "humming" sound event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft lot#: 17106950-0754 d10: yes, return date: 14-jan-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 this supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: 420018-2019-0001 f3 user facility name/address: palmetto health heart hospital 6 richland medical park drive columbia, sc 29203 f4 contact person: rebekah stafford f5 phone number: 803-434-2762 f6 date user facility became aware of the event: 04-jan-2019 f7 type of report: initial f8 date of this report: 08-jan-2019 f9 approximate age of device: six months f10 event problem codes: fdp: 1802 fdd: 1423 f11 report sent to FDA: no f12 location where event occurred: hospital f13 report sent to manufacturer: yes, 08-jan-2019 f14 manufacturer name and address: MFR. Name: medtronic address: 8200 coral sea street ne city: mounds view state: mn zip: 55112 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft, outflow graft / lot # 17106950-0754/ model #: 1125 / catalog #: 1125 / expiration date: 2023-01-31, UDI #: (B)(4), device not available for evaluation, device evaluation anticipated, but not yet begun. Mfg date: 2018-01-01, device labeled for single use (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was complaining of intermittent fatigue and dizziness. The ventricular assist device (vad) interrogation revealed frequent low flows alarms. A vad hum was heard with a stethoscope and patient had elevated lactate dehydrogenase (ldh), creatinine and international normalized ratio (inr) sub-therapeutic. The patient was non-compliant with his anticoagulant medication, vad clotted, and was admitted to the hospital for tissue plasminogen activator (tpa). After receiving tpa bolus, patient became hypoxic and flushed and was treated with bilevel positive airway pressure and oxygen as needed. Patient continued to experience multiple low flow alarms. Patient became increasingly hypotensive, requiring inotropic and pressor support. Patient is not a candidate for pump exchanged and declined any surgical intervention. Support was withdrawn per family request, pump was turned off and subsequently patient expired. It was further reported a large clot inside the outflow graft at time of autopsy. The vad was explanted and will be returned to the manufacturer.